Event description:
Info received indicates the brake will not hold the bed from moving.

Manufacturer narrative:
The technician found the casters were worn. He replaced the brake casters to repair the bed.